Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl, 500 mg/dl and currently had a set with high blood glucose level. Customer stated yesterday blood glucose level was 340 mg/dl. Customer stated the blood glucose level was 90 mg/dl and then would be high blood glucose level. Customer stated that today blood glucose level was 425 mg/dl. Customer treated high blood glucose level with manual injection. Customer stated that blood glucose level last week was 500 mg/dl. Customer stated they had issues with 6 infusion set's. Customer stated last month had been worst and stated they switched to mio advance. Customer stated they used over 9mm. Customer declined troubleshooting. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.